Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. As received, a partial lead (only connector pin with stretched inner coil) was returned in one piece for analysis. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage. Unable to perform electrical test due to the condition of the partial lead, as received.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture and high pacing impedance. The lead was capped on (B)(6) 2024 and successfully replaced. The patient was stable and asymptomatic.